Event description:
A physician was attempting to use a fox plus pta catheter in the subclavian artery. The balloon ruptured during inflation and was removed from the pt in it's entirety. No injury was experienced by the pt and another unk device was used to complete the procedure. Pt is currently doing fine.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.